Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized in the month prior to death and that the patient had an unidentified infection. It was reported that the patient also had excessive swelling and had been placed on hemodialysis therapy (on unreported date). The cause of death was reported to be an unidentified infection that was possibly sepsis. The patient was treated with continuous renal therapy (crt) for the excessive swelling and antibiotics (medication, dosage, route, frequency, and duration not reported) for the infection. It was not reported whether an autopsy was performed. It was reported that peritoneal dialysis (pd) therapies were not ongoing when the patient passed away. Additional information was requested, but is not available.